Event description:
The customer observed falsely reactive architect havab igg results for one patient. Architect results were reactive at 3.84 and 2.16 but were nonreactive using the vidas method. No adverse impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list (B)(4) that has a similar product distributed in the us, list number (B)(4). (B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
A malfunction of the ex-us product (6c29) was identified. However, the us product (6l27) is not impacted with this malfunction. No further information is forthcoming.